Event description:
It was reported that implant crown on tooth #4 became loose. Upon further investigation, the doctor found a fractured abutment screw, hence the implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Dental implant: imp,tsv,3.7,11.5,mtx,mg, lot number:61562621. Therapy date unknown / not provided. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-00662. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 4110, 4111, 4114. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 67. One (1) unknown zb abutment were reported as fractured. The abutment was not returned so investigation could not be performed. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. The complaint is related to the functional performance of the devices. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Therefore, the reported events could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is the implant is loaded outside of indications. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at this time of this report.